Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that one of the injectors is broken. When inserted the lens, the lens did not escape and one foot of the lens broke on the way into the patient's eye. The lens has now been removed and replaced with a new one. Additional information received and stated that, company injector broke the lens. The iol is not suspected. Additional information will be provided under manufacturer report number 2523835-2023-00438.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that one of the injectors is broken. When inserted the lens, the lens did not escape and one foot of the lens broke on the way into the patient's eye. The lens has now been removed and replaced with a new one.additional information has been requested.